Event description:
Failure of the battery to recharge the defibrillator unit during resuscitation. One battery has damage and requires replacement. One battery will not hold charge. Noted damage to charger assembly requiring replacement.